Event description:
The dentist reported that after the dental implant was placed in pt's mouth it was verified its non-osseointegration. The implant was immediately carried out and immediate load was not performed. Pt presented low bone qual (bone type iii).